Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-04383, 3006705815-2019-04384. It was reported the patient¿s ipg was explanted due to a lead being exposed. It is unknown which lead was exposed as such both leads are being reported. During the ipg explant, the physician cut the leads on (B)(6) 2019 and partial was left implanted. Further information received indicates there was an infection at the ipg pocket site. Patient was placed on oral antibiotics. Surgical intervention may take place at a later date to explant the partial leads.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the infection has resolved.